Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain, subsidence and tibial loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. (B)(4) has been undertaken to investigate attune post operative loosening further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.     If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad (B)(6) 2019 was reviewed on 9 december 2019. (B)(6) 2014: the patient underwent a right total knee arthroplasty secondary to osteoarthritis and varus. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2016: the patient underwent a revision of the right knee due to pain and radiographic suggestive tibial tray loosening. Intraoperatively, tibial tray was found with loose at implant-cement interface. Patella was not revised, and all other components (tibial, insert, femoral) were replaced with depuy revision system with depuy cement. No intraoperative complications during revision surgery. Doi: (B)(6) 2014 dor: (B)(6) 2016: (tibial, insert, femoral).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports: 1 related to implant loosening, and 1 further unrelated reports. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue : by product code: 60. By product family: 182 (63x smartset ghv, 119x smartset gmv).

Event description:
Patient was revised to address pain, subsidence and tibial loosening at the cement/implant interface. Depuy cement was used. Doi: (B)(6) 2014 dor: (B)(6) 2016 (right knee). Update: 04/20/2018 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, stickers were provided. Updating the unknown cement and adding a new cement per the sticker sheet.